Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0wgy7, implanted: (B)(6) 2015, product type: lead. Product ID 3389s-40, lot# va0wgy7, implanted: (B)(6) 2015, product type: lead. Product ID neu_unknown_ext, product type: extension. Product ID neu_unknown_ext, product type: extension. (B)(4).

Event description:
A manufacturing representative reported that abnormal impedances were measured on the lead. Low impedances in the range of 80-90 ohms was measured on contacts 1, 2, and 3 on the left side and on bipolar electrode pair on the right side. The leads were implanted on (B)(6) 2015, but were not tested at that time. During a stage two procedure, impedances were measured to be out of range after the system was connected and when testing the leads independently. The health care provider (hcp) present for both surgeries noted nothing concerning or abnormal during either procedure. There was no visible damage on the exposed end of the leads. Given that both leads had the same lot number, the manufacturing noted a manufacturing defect could potentially be the issue. The cause of the event was unknown and the impedance issue was identified during surgery. The hcp decided to leave the system implanted pending evaluation of the efficacy after upcoming programming sessions. If necessary, the hcp indicated they would replace one or both leads. No revision was done and the issue was not resolved at the time of this report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.